Event description:
After implanted, the icp sensor was connected but could not be sensed. The device was removed from the pt's body and another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.